Manufacturer narrative:
D11: a correction to the system control plate's serial number must be made. The correct serial number is (B)(6). H3, h6: h6 has been updated with fdm10, fdr114, and fdc4307 to correctly document the system checkout. The system control plate was returned for product analysis. The plate was installed into test system c1396 for several days. The system booted and readied each time. Multiple 2d and 3d images were successful. During 2d exposure, it was found that the audio beep got weaker and was faint. The reported complaint could not be confirmed, but a defective pcba was found. Fdm10, fdr120, fdc4315 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the system was delayed about five minutes so they could bring in a c-arm to finish the case. The system control board was replaced and the motion controller was returned unused. The system control board was bad as the 24 volt power signal to the x-ray control board was intermittently failing. The issue could not be recreated during troubleshooting so the logs were used to determine what happened. The aborted spin, shaking, and recalibration were caused by the 24 volt signal loss.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: bi71000442: lot # s/n (B)(6); (B)(6). Lot # s/n (B)(6). Device retuned and is under analysis. Analysis not completed at this time. A medtronic representative went to the site to test the equipment. Testing troubleshooted the system. Could not reproduce the symptom. Found errors in the logs. Testing found that the system was losing the 24 volt signal to the generator control board for several 100ths of a second. There were issues with the board, it locked up as soon as powered the system up. The rep was able to load the firmware and start calibrations. It locked up doing the kvp, ma and dose calibrations. It was started was the analog interface calibration but too many lock ups to complete. The rep removed the new system board plate and installed the old one. They ordered new system control board / plate. Installed new system control board, completed all calibrations. System working as intended. Fdm 10, fdr 114 and fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000442, serial/lot #: unknown. Product ID: bi71000183, serial/lot #: unknown. Patient information has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-8-27 (B)(4) (hcp):medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was trying to take images with the system, where they were getting an error and the system would abort the image. The site then was unable to open the system, and the machine was noted to be shaking when trying to take a spin. The site had tried multiple times to re-home and invalidate the system. After this, the site was able to take 2d and 3d images, but when taking the final confirmation spin, they were seeing the same issues. The system was pulled from the room and tested. The system was recalibrated and the site was able to take five spins with no issues. There was no patient harm and there was an unknown amount of delay.